Event description:
During a clinic follow-up, an increase in the capture threshold, decrease in the pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.